Manufacturer narrative:
At present there are no replacement parts available. Once available, replacement parts will be provided to the user facility to repair the device and return it to service.

Event description:
A customer reported a circuit occlusion alarm no ext high p peak. The unit was on a patient at the time of the incident. The patient was bagged and placed on another ventilator. No patient harm noted. The unit was evaluated in the biomed shop, however the reported issue was not duplicated. The unit passed all extended systems testing tests, and while ventilating on a test lung no such alarms appeared. Biomed determined that he would roll the unit in a corner while he awaits instruction/ parts from carefusion.